Manufacturer narrative:
Evaluation: results: (dissection and revascularization). (Required secondary intervention).

Event description:
Three lesions were treated (overlapping) in the rca. One endeavor drug-eluting stent was implanted in the proximal rca, as treatment of the target lesion, one endeavor drug-eluting stent was implanted in the proximal rca (overlapping) for treatment of complication / dissection/ bailout. One endeavor drug-eluting stent was implanted in the mid rca, as treatment of the target lesion (MFR report# 2953200-2009-00180). Two micro driver bare-metal stents were implanted (overlapping) in the mid rca as treatment of complication / disection / bailout on endeavor. One endeavor drug-eluting stent was implanted to the distal rca as treatment of the target lesion. One micro driver bare- metal stent was implanted to the distal rca (overlapping) as treatment of target lesion. The investigator reported that the artery of the patient was very tortuous. The presence of calcification made the progression of the stents difficult. There were small dissections with a heterogeneous image with an aspect of an incomplete result at the border of the stents, which made it necessary to implant another stent. Pt was asymptomatic / free of symptoms at 30 days and 6 month follow up. Approximately 7 months following index procedure, a ptca revascularization was carried out in the mid rca, due to restenosis after previous ptca. Another MFR's stent was implanted. Investigator has indicated that event was related to the study stent.